Event description:
The following information is a summary of several telephone conversations with the initial reporter. Patient returned to facility on (B)(6), 2010 after a stay at a behavioral unit. A new alarm and bed sensor were assigned to him. In the early hours of (B)(6), the alarm sounded when he attempted to get out of bed and attendants were able to respond and tend to him. At about 5:00 am, he got out of bed, the alarm did not sound and patient fell breaking his nose. Patient was transported to a local hospital, received treatment and returned to (B)(6). Initial reporter was not present when the event took place.

Manufacturer narrative:
Since the bed sensor pad operated as expected early on the morning of (B)(6), it is possible that the device was not reset properly when patient was returned to his bed.